Manufacturer narrative:
Update received 26 aug 2025: thrombus was present in cannulation zone. Balloon maceration and sweep of central veins resolved thrombus/restored flow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 21 may 2025: the patient suffered clotted arteriovenous fistula at anastomosis. Balloon angioplasty was performed to restore blood flow to the arteriovenous anastomosis. This intervention was for the non-target lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm in cannulation zone. Approximately 22 months post procedure patient suffered clotted av fistula. The initial physical exam demonstrated no thrill within the fistula. The initial fistulogram demonstrated venous outflow filling with very sluggish flow. Balloon angioplasty was performed to restore blood flow to the fistula, which showed focal areas of 95% stenosis. Patient recovered.